Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped adhesive on the a-rubber and flexible hose cut off at the insertion section were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of parts due to wear, deterioration, deformation, or some kind of physical stress. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.